Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2016 during which the surgeon noted infected mesh and multiple variably sized fragments of synthetic mesh material with embedded suture material and soft rubbery tan white tissue. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 5/24/2021. Additional b5 narrative: it was reported that the patient experienced recurrent ventral incisional hernia following surgery.